Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 5 additional reocclusion complaints were associated with this lot and 1 additional reocclusion complaint for the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the entire right superficial femoral artery (sfa) and popliteal artery. Approximately 11 months after the index procedure, the patient¿s entire right sfa and popliteal arteries were reportedly reoccluded. Approximately 23 months after the index procedure, a reintervention was performed on the right mid to distal sfa and right popliteal artery. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00179.